Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during evar closure the foot plate got caught on calcium. Additional information: micro puncture and ultrasound were utilized to gain access in the left cfa. There was mild posterior calcification and no reported tortuosity. Vessel size was 8mm. Measured depth for the manta was 3.1cm. Time to hemostasis was immediate. After the procedure an angiogram revealed a vessel occlusion. A cutdown was performed and the manta was removed. The patient was reported as fine.

Event description:
It was reported that: during evar closure the foot plate got caught on calcium. Additional information: micro puncture and ultrasound were utilized to gain access in the left cfa. There was mild posterior calcification and no reported tortuosity. Vessel size was 8mm. Measured depth for the manta was 3.1cm. Time to hemostasis was immediate. After the procedure an angiogram revealed a vessel occlusion. A cutdown was performed and the manta was removed. The patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4) no return product evaluation could be completed as the device was not returned for investigation. An angiogram photo was obtained by vsi indicating the manta anchor positioned proximal to the bifurcation. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 70-year-old male patient, presented in the or for an evar procedure. A centrally positioned access was achieved utilizing a micropuncture kit with ultrasound guidance. The left common femoral arteriotomy was 8mm, mild calcification, posterior wall calcification with a measured deployment depth of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following the evar, heparin and protamine were administered and a 14f manta was deployed to the measured depth. Hemostasis was immediate although a post-angiogram revealed an occlusion. The physician decided to intervene surgically. During the surgical intervention, the manta anchor was caught in calcification. The manta was explanted, and the vessel was sutured for closure. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site. An arteriotomy was required which covers this incident. The manta instructions for use posts a warning not to use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events associated with any large bore intervention, including using the manta vascular closure device, include but are not limited to ischemia of the leg or stenosis of the femoral artery. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.